Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for interstim - other. It was reported that back in 2011, when patient adjusted their interstim device, they would get pain. So when they went to adjust their scs device for the pain, they would then have to pee. Patient stated that the two devices would go back and forth needing to be readjusted. Moreover, the implants were both on their left side for their left nerves and they would affect the settings of one another. The issue was resolved by readjusting settings on the devices. No further complications were reported. [Please refer to (B)(4) for interstim heart attack, (B)(4) for interstim high in butt/replaced, (B)(4) for scs heart attack, and (B)(4) for scs/interstim interaction].